Manufacturer narrative:
Product complaint # (B)(4). Note: events reported in : 2210968-2021-01929. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental med watch will be sent. Could you please confirm how many devices presented needle separation from suture? Did the needle fell in the patient? If yes, was it retrieved during the same procedure? Could you please provide lot number? Procedure date? Device return status/follow up. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cesarean procedure on an unknown date and suture was used. During the procedure, the suture pulled off the needle. This occurred twice. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.